Event description:
The pt reportedly developed a severe retraction pocket with possible absent tympanic membrane. Exploratory surgery is being considered. Advanced bionics is in the process of gathering more info.